Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in with an operation question and mentioned being on antibiotics. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with peritonitis on (B)(6) 2014. The patient was treated with intra-peritoneal antibiotics for a (B)(6) bacteria. The peritoneal dialysis nurse believes that this was a touch contamination.